Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing high reading issues with the use of the adc freestyle libre sensor. A sensor scan result of 340 mg/dl and 340 mg/dl and ¿hi¿ (readings greater than 500 mg/dl) were obtained on an unspecified date. On (B)(6) 2019, the customers obtained a read message of ¿hi¿ (readings greater than 500 mg/dl,) and subsequently lost consciousness. The customer was treated by a third-party with ¿1 mars, 1 bun, several grape sugars¿ glucose via injection, intravenous and oral. The customer had contact with an hcp and obtained a reading of 111mg/dl on the hcp meter. The customer was diagnosed with hypoglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing high reading issues with the use of the adc freestyle libre sensor. A sensor scan result of 340 mg/dl and 340 mg/dl and ¿hi¿ (readings greater than 500 mg/dl) were obtained on an unspecified date. On (B)(6) 2019, the customers obtained a read message of ¿hi¿ (readings greater than 500 mg/dl,) and subsequently lost consciousness. The customer was treated by a third-party with ¿1 mars, 1 bun, several grape sugars¿ glucose via injection, intravenous and oral. The customer had contact with an hcp and obtained a reading of 111mg/dl on the hcp meter. The customer was diagnosed with hypoglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.